Manufacturer narrative:
(B)(4). The insulin pump was received with operating currents within spec. The pump passed self test, unexpected error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor system. Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners, display window and battery tube threads. The pump was received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 56 mg/dl at the time of the incident. The customer was at 412 to 500 mg/dl at the time of the call. The customer went low after treating the high. The customer used the pump to treat the high and used food and glucose tablets to treat the low. The customer experienced high symptoms such as fatigue and eye issues. The customer was wearing the insulin pump during the incident. The customer believes the pump may have over delivered. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.